Event description:
The customer reported that the insulin pump had blank display. Customer stated he received replacement battery cap but every time he changes his battery the insulin pump does not start up and will remain blank. Customer stated that he needs to take the battery out for 10 minutes then reinsert and insulin pump would eventually come back on. Troubleshooting was done. Customer's blood glucose was 79 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump has minor scratched display window and cracked reservoir tube lip.